Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 9, MFR report #1627487-2018-00064, 1627487-2018-00065, 1627487-2018-00066,1627487-2018-00068, 1627487-2018-00069, 1627487-2018-00329, 1627487-2018-00330, 1627487-2018-00314 it was reported that the patient experienced ineffective therapy. As a result patient underwent surgical intervention on (B)(6) 2017, where patient's both pns systems were explanted. Patient was implanted with scs systems. Patient has effective therapy post operatively.